Event description:
A malfunction was reported on the pump by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. After receiving instructions and assistance on resetting the pump, the customer successfully restarted the g6 sensor and planned to resume insulin use independently. No further actions were necessary, and the customer agreed to report back if any issues reoccur.